Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the procedure it took five to six attempts to implant this right ventricular (rv) lead. Both sensing and impedance parameters were good but the pacing thresholds were high. After multiple different location the helix of the lead could not extend. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections revealed tissue and blood in the helix mechanism as well as a deformed helix which may have caused placement difficulty at implant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high capture thresholds.

Event description:
It was reported that during the procedure it took five to six attempts to implant this right ventricular (rv) lead. Both sensing and impedance parameters were good but the pacing thresholds were high. After multiple different location the helix of the lead could not extend. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.